Event description:
It was reported that in a clinical observation of "maximal flexion and patient outcomes after tka, using a bicruciate-stabilizing design" it was documented on the paper that the journey ii bcs replacement prosthesis (smith & nephew) was implanted to 62 patients. One patient had feeling of instability around the patella. It was treated taping the patella.

Manufacturer narrative:
It was reported from a literature study by kosse et al., 2019 on "maximal flexion and patient outcomes after tka, using a bicruciate-stabilizing design" that the patient had feeling of instability around the patella. It was treated taping the patella. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Some potential causes of the reported event could include but are not limited to surgical technique used, joint laxity, size of device or user/procedural variance. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.